Event description:
It was reported that the video system center output image was distorted, the issue occurred during sedation for a therapeutic laparoscopic nephrectomy procedure that was completed with a back-up device. There is no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber adhesion on the connector and transmitter and receiver module failure. Based on the results of the investigation, it is likely the following led to the malfunction, the image being distorted was due to fiber adhesion on the connector and transmitter and receiver module failure. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.